Manufacturer narrative:
A non-conformance/device history record review for the reported lot number was conducted. Lot 1240157 was manufactured on 02/20/24. Visual inspection and pull test were conducted on the drains within this lot. All in-process and final acceptance inspections were performed in accordance with established procedures. Inspection results were within acceptable limits, and no manufacturing or inspection anomalies related to the reported issue were identified. Two devices were received for evaluation and underwent visual and microscopic inspection. Both devices showed a jagged edge at the fracture of the round tubing. For both, there is a mark around the tubing fracture that suggests that an instrument was used to handle the product. Per the instructions for use (IFU), drains or tubing should not be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. Also to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). The most probable root cause was identified as user error, not following IFU, since the mark at the jagged edge at the fracture area suggests that an instrument was used to handle the product in which could have damaged the product thus leading to tubing breakage. A corrective and preventive action has been initiated to further investigate the reported issue. We will continue to monitor and take actions, as applicable.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported the drains are breaking off inside the patient. On (B)(6) 2026, patient had an initial surgery for nerve monitored left l4 hemilaminectomy with navigation and fusion l4-5. On (B)(6) 2026, nursing notes stated that some resistance was met on drain removal, however, jp drain tip not intact. The nurse was unable to see the tip in view. On (B)(6) 2026, the patient was brought back to surgery for removal of the jp drain tip from the back. Specimen sent to the hospital lab. No further information was provided.